Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) evaluated the iabp and reported that the iabp had not had the software upgrade field action completed so the stm completed it. The stm then performed a pre use check. The iabp passed all functional and safety tests per factory specifications. The stm returned the iabp to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra aortic balloon pump generated a false blood detected error while in use on a patient. No patient harm or adverse event was reported. No additional patient information is available.